Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update rec'd 4/6/2016: litigation received. Litigation alleges pain, elevated cobalt levels, and fluid collection, a doi was provided. An unknown stem is being added to the complaint. This complaint was updated on: 4/14/2016.

Manufacturer narrative:
Update rec'd 04/06/2016: litigation received. Litigation alleges pain, elevated cobalt levels, and fluid collection, a doi was provided. An unknown stem is being added to the complaint. This complaint was updated on: 04/14/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Per procedure, these product codes are exempt from device history record review. The search and/or review of device history records was not possible against the unknown product/lot code combination. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Per procedure, these product codes are exempt from device history record review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient revised to address metallosis.